Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
An operative site adverse event for cable grip loosening was reported for trident titanium acetabular shell revision study subject (B)(4). It was noted that the subject had trochanteric pain due to irritation from the cable grip and the dall-miles cable grip system was removed.